Event description:
It was reported that the right atrial (ra) lead had noise and the right ventricular (rv) lead had intermittent loss of capture. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# (B)(4). A distal portion was received measuring 17 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).